Manufacturer narrative:
Additional information: d10, h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was unscrewed but could not be removed from the j loop hub. This issue occurred while unhooking the IV tubing from the j loop on a peripheral intravenous catheter. As a result, more force was applied, and the connection was pulled causing the plastic tip that connects to the hub to break off. The IV started to backflow since there was an open pot in the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.